Event description:
Pump declared an altitude alarm 21, and customer declined to provide blood glucose level at the time of the event. Insulin was currently suspended due to altitude alarm, but pump was within the validated operating altitude range. Speaker holes were obstructed, and customer was instructed to clean the pump and attempt to resume insulin, but was unable to do so. Customer will load a new cartridge when ready and follow up if issue persists, with tips provided for preventing altitude alarms.